Event description:
It was reported that during removal of the catheter from the pt, resistance was encountered and the tip separated and remained in the pt. There are no plans to remove the separated portion. There were no pt complications.